Event description:
It was reported in published article "opacification of anterior part of hydrophilic acrylic iol or a prelenticular inflammatory membrane." From the journal of cataract and refractive surgery that there are two to three cases where a few days after uneventful surgery, a white opacification developed, covering the anterior surface of the akreos mi60 intraocular lens. The author indicates that in these cases, the anterior capsulorhexis opening was visible and it was possible to identify the opacification as a membrane extending from the capsulorhexis edge, completely covering the capsulorhexis opening. In one of the cases, a small central opening in the prelenticular membrane was made with the neodymium: yag laser. After a few days of treatment with topical steroid, the opening had widened; the membrane disappeared completely within 4 weeks. The article concluded that when an opacification limited to the plane of the anterior iol surface appears days to weeks after surgery, the possibility of an inflammatory membrane disappeared completely within 4 weeks. The article concluded that when an opacification limited to the plane of the anterior iol surface appears days to weeks after surgery, the possibility of an inflammatory membrane covering the capsulorhexis opening should be considered.

Manufacturer narrative:
The number of lenses and the lot numbers of those lenses have been requested but no additional information has been received. Investigation is underway. Reference: "opacification of anterior part of hydrophilic acrylic iol or a prelenticular inflammatory membrane?" Published article from the journal of cataract and refractive surgery vol 38, june 2012.